Event description:
Hold for rw 1.31 at about 2 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 january 2024. Lot 2305660: 29 items manufactured and released on 13-apr-2023. Expiration date: 2028-03-15. No anomalies found related to the problem. To date, 12 items of the same lot have been sold without any similar reported event during the period of review.